Manufacturer narrative:
The referenced gastrointestinal bleeding is being followed up on with the implanting center to determine admission dates and treatments. If additional information is received regarding additional gi bleeding, it will be captured under separate pers. Approximate age of device ¿ 2 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced multiple gastrointestinal bleeds that were previously unreported to the manufacturer. Subsequently, a thrombus developed in the pump which restricted flow and the patient went into multiple organ system failure. The patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding and thrombus could not be conclusively determined. Bleeding and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.